Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received 2 cook celect filter on (B)(6) 2009". Pt allegedly received 2 implants on (B)(6) 2009 due to risk of deep vein thrombosis, post motor vehicle accident. It is alleged that "CT scan performed on (B)(6) 2017 showed that the one filter ((B)(4)) potentially could be perforating the duodenum and ther vascular structures such as the aorta; the second filter ((B)(4)) in the iliac vein that could be injuring the ovary." It is alleged "tilted ivc filter ((B)(4)). There is a displaced strut which extends superiorly into the ivc; multiple struts are demonstrated either tenting the ivc or penetrating through the ivc; a strut is demonstrated measuring though the anterior ivc and extending to the level of the duodenum. Penetration into the duodenum cannot be excluded; a strut is demonstrated extending though the left lateral ivc and extending along the anterior margin of the aorta, and involvement of the aortic wall cannot be excluded; a strut extending though the posterior ivc extends into the right psoas muscle." It is further alleged that "a filter is demonstrated in the right common iliac vein ((B)(4)). Three (3) struts penetrate the anterior common iliac vein and pass in close approximation to the right common iliac artery, and penetration through the iliac artery cannot be excluded; a linear radio density demonstrated in the right lower quadrant, possibly representing a fractured and displaced ivc filter strut. This passes though an oval structure, which may represent the right ovary." Pt is alleging migration, tilt, vena cava perforation, fracture, device is unable to be retrieved and organ perforation. Patient outcome: it is alleged that "[pt] experiencing stomach pain, stomach muscle spasms and emergency room visits for associated pains and complications. Additionally pt. Alleges nausea, vomiting, right lower extremity nerve pain. It is alleged that "abdominal pain is worse when lying down and occasionally when eating."

Manufacturer narrative:
The related filter complaint is addressed in report reference # 3002808486-2018-00258. Investigation: investigation is reopened due to additional information provided. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen the investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Catalog number and lot number are unknown. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received the cook celect filter (filter #2) (B)(6) 2009. This file regards filter #2 described below. Review of radiology: "#1: positive for perforation (grade 3), negative for tilt or migration #2: positive for perforation (grade 3), negative for migration - placement of ivc filters (B)(6), 2009 - #1 cook celect ivc filter in ivc - #2 cook celect ivc filter in right iliac vein - no images provided demonstrating filter placement - CT abd/pelvis contrast (B)(6), 2015 (only sagittal delay) - #1 cook celect ivc filter in ivc - sup l2 to mid l3 - migration unlikely - fractured strut superiorly migrated - no significant tilt - grade 3 perforation - ventral strut abuts duodenum (10mm) - left lateral strut abuts aorta (9mm) - right lateral strut abuts right psoas muscle (7mm) - right lateral strut abuts right ureter (9mm) - #2 cook celect ivc filter in right iliac vein - migration unlikely - tilted but difficult to evaluate exact angle as the iliac vein is opacified - probable broken strut and coiled compressed struts - grade 3 perforation - ventral struts abut right common iliac artery (6mm) - right lateral struts abuts right psoas muscle (11mm) - right lateral strut abuts inferior right ureter (6mm) - tip and hook along right l5 vertebral body (15mm) abdominal series (B)(6), 2017 - #1 cook celect ivc filter in ivc - broken strut superiorly migrated - #2 cook celect ivc filter in right iliac vein - fractured and coiled compressed struts".

Manufacturer narrative:
Exemption number e2016032. (B)(4). Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect, fracture (migration: ovary), tilt, vc+ organ perf., unable to retrieve, stomach/ nerve pain, nausea'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Manipulation in the area of the filter implant may cause migration or contribute to changes in the filter configuration and placement. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and / or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that a filter fragment embolized into the heart or lung may be safely retrieved. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported stomach/ nerve pain is directly related to the filter. Unknown if the reported nausea is directly related to the filter and unable to identify corresponding failure mode(s) at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.